Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The reported events include product damage and death. The product damage had no impact on patient's hemodynamics. The death will be conservatively reported to the impella cp; however, the device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical condition, including scai stage e cardiogenic shock and cardiac arrest requiring multiple resuscitation efforts.

Event description:
An impella cp device was inserted via the right femoral artery in a 52-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of diabetes mellitus (dm). Following multiple rounds of CPR, a kink was noted in the cannula distal to the motor housing. The patient subsequently expired while on support. The reported events include product damage and death. The product damage had no impact on patient's hemodynamics. The death will be conservatively reported to the impella cp; however, the device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical condition, including scai stage e cardiogenic shock and cardiac arrest requiring multiple resuscitation efforts.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of cannula kink was use related due to multiple rounds of CPR.